Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that when putting the battery and it was cracked all the way down with any movement the insulin pump was turn off completely. Customer¿s also experienced a high blood and the blood glucose value was unknown. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device also received with cracked case(battery tube), cracked battery tube threads, cracked keypad traces and stained keypad overlay. (B)(4).